Event description:
It was reported that the pt experienced a loss of therapeutic effect consisting of frequency/retention issues. The stimulation level was increased and the pt could feel stimulation. It was later reported that the pt continued to have retention issues and had been taking prednisone since (B)(6). The pt originally had been implanted for incontinence. It was indicated that the pt experienced a urinary tract infection which had cleared by (B)(6). The pt still was having concerns with the device system at the time of this report, but had sought further help. Additional info has been requested, a f/u report will be sent when additional info becomes available.

Manufacturer narrative:
(B)(4).